Event description:
It was reported that the patient experienced mechanical issues for the last six months with a five year old inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon removal, the doctor noted that both cylinders had ruptured. Physician attributed this to age and normal use of the implant over time. With the placement of the new implant the desired results were achieved. No further surgery was necessary. No more information available through physician. Should additional information become available, it will be provided.